Manufacturer narrative:
The customer¿s report of tubing was noted to break and leak somewhere in the tubing that is enclosed in the channel of the pump module was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set under magnification noted that there was a slight tear in the silicone segment tubing located 0.0800 inches below the bottom edge of the set¿s upper fitment retainer ring. The tear was measured as approximately 0.0445 inches long. No crush marks or tool marks were observed on the silicone segment around the tear location or the upper fitment and retainer ring. Clear liquid was observed inside the set and the secondary set¿s tubing and drip chamber. No other anomalies were observed on the sets. Functional and pressure testing confirmed leaking from the location of the observed tear. The root cause of the reported leak was identified as a small tear in the set¿s silicone segment tubing. The cause of the tear is unknown.

Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient was receiving chemotherapy when the tubing was noted to break somewhere in the tubing that is enclosed in the channel of the pump module. The drip chamber was noting to have a steady stream vs. Periodic drops. The tubing was still in the pump channel with the door closed. The pump had not alarmed to indicate any problems. Later the pump channel was opened and the entire surface of the flexible silicone tubing that is in the channel was saturated. This resulted in at least a 75 ml spill of chemotherapy solution. There was no patient harm.

Manufacturer narrative:
Concomitant products: (2)100ml baxter bag ndc 0338-0049-48, lot number p359091, exp jul 18, 0.9% nacl injection; curos cap. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.